Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that during a case the camera was intermittently losing tracking when the camera would move. The site stated they needed to "tape down" the camera so that it would not move out of position. They also noted when they brought the camera into the biomed shop, they removed the camera from the system, reseated the cables, and tightened the rotational axis on the camera. The site noted they were unable to recreate the issue after making these adjustments. There was no impact on patient outcome.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821 camera h3, h6: no products have been returned to medtronic for analysis. Codes b20, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.